Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer spoke with customer service and stated that the tech gave her the part and stated it needed replaced. She sent a picture and the cable may have been pinched or pulled because the cable is split in half exposing the wires. The dealer only had the part and did not have additional information.